Event description:
Meeting with hospital intensivist and clinical nurse specialist: two edwards lifesciences (B)(4) catheter balloons ruptured in pt ((B)(6) 2011 & (B)(6) 2011) and two catheter balloons would not passively deflate prior to their insertion in the pt. Pts were not injured in any of the instances. The two catheters that ruptured were returned to the quality dept of the MFR. The ICU has used six of this type of catheter since 2010 and thus we have seen a 66% failure rate.